Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions regarding the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt experienced a burn on the back at a pad site during a cardiac ablation procedure. Degree of burn is unk. Three pads were in use, the burn occurred at one of the three sites.